Event description:
A report was received that the patient was having difficulty charging her ipg. An x-ray confirmed the ipg was flipped in the pocket. The patient underwent a pocket revision and was reportedly doing well following the procedure.